Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels of 58mg/dl. Low bg levels were treated by eating food, and the issue resolved.